Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Awareness date - correction. B5: describe event or problem - correction. H2 type of follow up: correction. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a dexcom app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).